Event description:
Trifusion placement (B)(6) 2010. Returned for a broken clamp (B)(6) 2010. Vortex port placed. This is a (B)(6) female. She has a right ij infusion catheter placed for photopheresis. Today she had a vortex port placed and needs removal of the right ij to infusion catheter due to a broken clamp.